Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date of the device is unk. The lot number of the device used is unk, consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the suture broke after the needle was captured in the capio device. The physician retrieved the needle. Consequently, when using a new suture, one of the pinnacle dilator tubes bunched up as it was passed through the sacrospinous ligament, but was able to be completely delivered. The procedure was completed with no complications to the pt, who is reported as " fine".